Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant was not reported. The recent CT revealed a combination of type ii and type I endoleak. The physician decided to coil the right internal iliac artery and the type ii endoleak was excluded. The physician implanted an endurant iliac limb16x28x93 distal to the endurant 16x24x93 to treat the distal type I endoleak on the right side, however the distal type I endoleak was not resolved. An endurant iliac limb16x13x156 was implanted distally and the type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient¿s condition affected effectiveness of device (anatomy related; tortuosity in the vessels and disease progression). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; tortuosity in the vessels and disease progression).